Manufacturer narrative:
Summary: a start-x tip ems insert 3 was returned in loose. The returned device is broken in the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for evaluation. The batch number is unknown, DHR cannot be reviewed. No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that start-x tip ems insert 3 tip broke during use. No injury occurred.